Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device has been returned and evaluated by product analysis on 08/04/2014 with the following findings: the returned battery cap will not maintain an electrical connection due to cap detaching. Battery cap threads damaged. Battery compartment cracks observed in thread area and below case seal. All testing performed with a test battery cap. The pump powers with a test battery cap to a dim discolored display. Keypad torn below "ok" key and from "down" to "contrast" key. "Contrast" and "down" keys are intermittently unresponsive and the up and ok keys responding. Evaluation revealed that there was contamination under the "contrast", "up" and "down" key contacts. Multiple por events observed in black box. The pump was exercised with a test cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Pump case was removed. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.